Event description:
It was reported that the handpiece began overheating during a podiatry case. The procedure was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion in the motor, a malfunctioning rotor, and problems with the upper bearing. Each of those parts was replaced along with other components. Service repaired and returned the device to the customer.